Event description:
It was also reported the rv lead thresholds were 3.1 volts. The leads were tested and "found to not be functioning'. The lead was replaced. No patient complications have been reported as a result of this event. On 4/28/09: it was further reported the rv lead thresholds were > 5 volts at 1.0 msec.